Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the expedium uni-planar screw was inserted with no problem. However, when they were about to place the rod in the screws of the construct, they found that this screw was broken into two pieces. They removed the screw intra-operatively and inserted another one. The difficulty resulted in a short delay of about one minute and there were no adverse consequences to the patient.

Manufacturer narrative:
The expedium 6.35 uni-planar 7 x 45mm screw was returned for evaluation. Visual inspection revealed that the screw¿s saddle had been dislodged and rotated approximately 90 degrees inside of the tulip head. Additionally, multiple marks and surface damage was also visible on the head of the screw and also around the top of the tulip threads. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium 6.35 uni-planar screw was conducted on the device family as they share similar geometric saddle design and functionality. This analysis found no emerging trends. A root cause cannot be determined from the sample and the information provided. A potential root cause may be excessive force applied to the head of the screw during insertion. No corrective and preventive action is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, no systemic trend was observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.